Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump downstream occludes too low. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem of 'downstream occludes too low, ' was not reproduced. Device passed downstream occlusion test. A review of the event history log (ehl) revealed 'downstream occludes too low, ' messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the force sensor reading high. The force sensor requires callibration to address this issue. Should additional relevant information become available, a supplemental report will be submitted.